Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was reported that the device had transducer loss. Based on technician statement, the control board and monitoring board were found defective. The issue has been resolved by replacing the boards and the device was delivered to the user in working condition. Control printed circuit board is the main board for the control subsystem. The control is the actuating subsystem and monitoring is the supervising subsystem. The control subsystem¿s main responsibility is functions for the patient treatment, i.e., how to regulate the inspiratory and expiratory gas flow. The monitoring printed circuit board is the main board for the monitoring subsystem. The monitoring is the supervising subsystem and control is the actuating subsystem. The monitoring subsystem main responsibilities within the system are alarm handling, metric calculation and as master of the can bus. Monitoring also supervises the power and battery status. The root cause to the reported issue has not been determined.